Manufacturer narrative:
The label clearly states the sterilization / expiration date. The instructions for use state, the implant must not be used after the printed expiration date. The clinician should not have placed the expired implant.

Event description:
On (B)(4) 2011, straumann received a dental implant product complaint from clinician. This product complaint states that the dental implant, article 043.152s, sp, 3.3 mm, rn, sla 10.0 mm, lot 1010 was placed in a pt on (B)(6) 2011 and because the implant did not achieve osseointegration by (B)(6) 2011, the clinician removed the implant from the pt on (B)(6) 2011. The package label on this article 043.152s, lot 1010 implant displays a product sterilization expiration date of 10/31/2009 and therefore, the clinician should not have placed the implant in a pt after 10/31/2009.